Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. The complainant did not allege any malfunction with an applied medical device. In the absence of the event unit, it is difficult to determine if the bowel injury was caused by a manufacturing non-conformance or circumstantial factors at the time of use. The instructions for use (IFU) states, "to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site; an adequate level of insufflation; obturator tip is pointing away from major vessels, organs and other anatomic structures; moderate, controlled pressure is employed when placing the access port." Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: "we followed up with the customer to get further clarification and we spoke to their surgeon dr. [ ]. Dr. [ ] is saying that her inquiry has to do with an injury the patient suffered prior to transferring to their facility. The surgeon at the other facility is claiming that the bowel injury was sustained due to our trocar. Dr. [ ] is trying to explain to them that, based on what she has seen and on the case, there is no possible way the injury is trocar related." Account where injury took place is unknown. Any other details regarding the case are unknown. Additional information was received via email on 22feb2023 from dr. [ ]: "I have a patient that I performed a laparoscopic appendectomy in 2019. They alleged that I perforated his ileum with a trocar. I tried to tell them I place all 5 mm trocars in an appendectomy under direct visualization. It would be extremely difficult to create a through and through small bowel injury with one of your blunt trocars. In my experience in order to perforate the bowel it has to be fixed in place. Your trocars require a constant turning motion like a screwdriver and the balloon would get stuck in the hole you created. That would definitely alert you to an injury. The injury they describe is not possible with the way your trocars are designed. I believe they are under the impression I used a bladed trocar. It¿s really difficult to explain that to them. I was hoping to have some safety data on your trocar. The incidents of injuries using your trocar as a secondary trocar ( placed after the pneumoperitoneum is created and the camera placed). They gave data for injuries for primary trocar placement. Most probably using blades trocars." Additional information was received via email on 01mar2023 from applied medical representative: "I had the opportunity to sit down with dr. [ ] yesterday. The injury discussed is from 2019 and occurred at a facility where dr. [ ] was employed. It was a laparoscopic case performed by dr. [ ] herself. The patient was later diagnosed with an intestinal injury where he was told the injury may have been a result of an incident during his previous laparoscopic surgery. Under this impression the patient later decided to take legal action. The trocar in question is our 5mm kii optical access with advanced fixation which was used as a secondary port. After discussion on dr. [ ]'s surgical technique it was confirmed that she uses a 12mm trocar as her primary port at the umbilicus and two/three 5mm trocars as her secondary ports. Dr. [ ] stated it would take immense strength and downward force to not only prick, but completely penetrate through the intestine. She believes if it was possible the or team would have noticed something was very wrong as it would take a lot of force from her 95 lb body. Dr. [ ] understands it is not uncommon for surgeons to nick the bowel during primary port placement due to the bowel's immobility. Something she has experienced once for herself. However, with the mobility of the intestine, the abdomen gaining pneumo, the size of the patient, and it being a secondary port in question, dr. [ ] does not believe it is possible that the injury was caused by use of our trocar." Patient status: patient's ileum was perforated.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: "we followed up with the customer to get further clarification and we spoke to their surgeon dr. [ ]. Dr. [ ] is saying that her inquiry has to do with an injury the patient suffered prior to transferring to their facility. The surgeon at the other facility is claiming that the bowel injury was sustained due to our trocar. Dr. [ ] is trying to explain to them that, based on what she has seen and on the case, there is no possible way the injury is trocar related." Account where injury took place is unknown. Any other details regarding the case are unknown. Additional information was received via email on 22feb2023 from dr. [ ]: "I have a patient that I performed a laparoscopic appendectomy in 2019. They alleged that I perforated his ileum with a trocar. I tried to tell them I place all 5 mm trocars in an appendectomy under direct visualization. It would be extremely difficult to create a through and through small bowel injury with one of your blunt trocars. In my experience in order to perforate the bowel it has to be fixed in place. Your trocars require a constant turning motion like a screwdriver and the balloon would get stuck in the hole you created. That would definitely alert you to an injury. The injury they describe is not possible with the way your trocars are designed. I believe they are under the impression I used a bladed trocar. It¿s really difficult to explain that to them. I was hoping to have some safety data on your trocar. The incidents of injuries using your trocar as a secondary trocar ( placed after the pneumoperitoneum is created and the camera placed). They gave data for injuries for primary trocar placement. Most probably using blades trocars." Patient status: patient's ileum was perforated.